Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) reported that the ins is not charging and not working. Sound quality of the call was very poor and agent had a difficult time hearing/understanding the pt. Pt got on the line and stated they plugged in the recharger and 'it started to work'. Pt saw controller at 80% and ins in red recharging excellent. Pt confirmed they received and are using the recharger replacement from previous case. Agent put pt on hold for ~6 minutes. When agent returned, ins was still recharging. Pt stated they started to charge the ins today and the implant was dead. Agent did not gather serial numbers as the sound quality was very poor and agent did not want to interrupt the ins charge session. The pt then stated that they had [unrelated] 'surgery on that leg' 18 days ago and the device in their spine hasn't been working since then (agent was not able to understand what pt meant by this). Pt made a comment that the controller battery usually 'runs down' the same pace as the ins battery. Agent reviewed ins charge duration expectations and the battery percentages. Agent recommended to continue charging the ins and agent will follow up with pt tomorrow morning. Agent made outbound call to the pt - pt stated they fully charged the ins and stimulation is on.